Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) or erbe generator was analyzed and a visual inspection found no related issues. Erbe testing triggered error m-b0-60 in monopolar mode. The unit will be sent to original equipment manufacturer for further investigation. The complaint was not confirmed based on the field evaluation and failure analysis. The probable root cause cannot be determined in this case as the issue was not confirmed or reproduced in the field. However, erbe generator was replaced as per customer's request.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered an issue where a bipolar instrument was not working. When energy was applied, energy appeared momentarily at the instrument tips and then ceased. The customer replaced both the instrument cord and instrument, but the issue persisted. The generator did not deliver any error messages, and power cycling the generator did not resolve the problem. The staff attempted to locate a different generator for further testing. The customer called back and reported that they did not have access to a gorce triad generator and inquired about using another generator from a different tower. Technical support engineer (tse) informed them that the software differed between the systems, and the towers could not be interchanged. Tse suggested trying another energy cord or instrument to determine if performance improved. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was able to go on site and watch some of the cases with the clinical sales representative (csr) and the integrated electrosurgical unit (iesu) or erbe functioned fine. There may be an issue with too little tissue being grabbed. The customer and csr wanted the erbe replaced, so the fse replaced it due to the bipolar would not firing. The system was tested and verified as ready for use. The complaint was not confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the erbe.